Event description:
Report received from the USA stating that during surgery attachments were difficult to put on and remove from motor "as if something was gumming up the connection." It is known that the device was used in surgery and that no injuries were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) evaluated the device and the reported problem was confirmed. The locking sleeves of the device was sluggish and stiff due to debris and dried detergent in the lock sleeve mechanism. In addition, several of the attachments had dried out o-rings, which likely contributed to the reported problem. This condition may be due to normal wear out over time, but was likely exacerbated by improper or ineffective cleaning and maintenance of the devices. It additional information becomes available, a supplemental report will be sent. (B)(4).